Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the screen operation disabled and light comes on when they tried to start up the arctic sun device, which was not every time. Per review wo on (B)(6) 2022, there was patient involvement. Per follow up information received via email on 14dec2022, the control panel sent to and evaluated by dymax. The date of event occurred was (B)(6) 2022. The therapy was completed with another device.

Event description:
It was reported that the screen operation disabled and light comes on when they tried to start up the arctic sun device, which was not every time. Per review wo on 13dec2022, there was patient involvement. Per follow up information received via email on 14dec2022, the control panel sent to and evaluated by dymax. The date of event occurred was 17nov2022. The therapy was completed with another device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.